Manufacturer narrative:
(B)(4). The complaint sample was not returned to codman for evaluation; therefore, the evaluation could not be performed and the root cause of this complaint could not be determined. In the absence of the complaint sample, a complaints records review was conducted. The orders (lot 236533) was produced in june of 2012. A review of the manufacturing records did not show anything unusual regarding the production of these patties. We will continue to monitor for trends for this or similar complaints regarding this product code. Should the product be made available for evaluation at a later date we will re-open this complaint and evaluate the product. Based on the investigation this complaint is considered closed.

Event description:
The customer stated, ¿24-5411 should come 10 each per pack. This pack only contained 9 each in the pack.¿ (B)(4).